Manufacturer narrative:
(B)(6). This device was returned for service and met manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. The device passed all specifications and no failures were identified. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) in the service order that the attachment device was overheating. It was not reported that this event occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.